Event description:
It was reported that when the devices were used during a laparoscopic donor nephrectomy, the surgeon transected the renal vein. The instrument worked well. They clamped down on the renal artery, fired and they heard a crack sound. Releasing the jaws, blood was filling the belly. The kidney was taken out as surgeon used his hand to control bleeding. He clipped the renal vein/did not open. 07/02/2001 additional information: the md put his hand on the bleeding to control it. Clips were then used to stop the bleeding. The patient lost approximately 900-1200 cc of blood. No blood transfusion was needed.